Manufacturer narrative:
(B)(4). D10: cat: 802202802 lot: 66707804 femoral head 12/14 taper 28 mm diameter +0 mm neck length. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a right hip revision due to multiple hemiarthroplasty dislocations. During the procedure, the head was found to be out of the shell and liner construct. The stem was retained and other implants were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4 UDI and expiration date; g3; h2; h4 the following sections were corrected: d4 lot once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the liner had been installed into the shell with the liner having indentations visible in two locations. The liner rotates inside of the shell without resistance. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided review of the available records identified the following: recurrent dislocation; head was no longer in the liner. Radiographs identified the following: dislocation and displacement of the acetabular implant. A definitive root cause cannot be determined. The complaint is confirmed based on the medical findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.